Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) representative that the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was damaged after seven days of use. They further reported that the viasys vela ventilator alarmed for low pressure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the evaqua2 expiratory limb from the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. The expiratory limb was visually inspected and the heater wire was resistance tested using a calibrated multimeter. Results: visual inspection of the expiratory limb revealed discoloration near the proximal and distal connectors. The expiratory limb was found to be brittle when squeezed between the discoloured areas. A crack was noted approximately 34.5 cm form the proximal connector. The proximal connector was also cracked. The resistance test showed that the heater wire was within specification. The hospital further informed an fph representative that the returned circuit was sterilized and reused on multiple patients. The hospital also informed us that it is their standard protocol to sterilize and reuse single use breathing circuits. Conclusion: the rt380 adult dual-heated evaqua2 breathing circuit is a single use device and should not be cleaned or reused. The user instructions that accompany the rt380 state: -"do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." -"reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death." Since the reported incident an fph representative has been in contact with the hospital staff. We are also in the process of formally writing to the hospital staff to reiterate our user instructions and that the rt380 is a single use device.